Manufacturer narrative:
The disposable cartridge was not retained by the user facility for investigation. The user guide includes allergic reaction as a potential risk associated with dialysis and also includes adequate warnings to monitor for potential allergic reactions. Biocompatibility of this device has been established. Lot 40177005 history provided that there have been no similar events reported against this lot. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on (B)(6) 2015 from a home therapy nurse regarding a (B)(6) year old male patient. The nurse reported that ten minutes into the patient's first treatment with the nxstage system one he developed itching, flushing, hypotension, and shortness of breath. Treatment was stopped and rinseback was not performed. The patient was placed on 4l of oxygen via nasal cannula and he received one liter of normal saline. The patient recovered with no sequelae.